Event description:
It was reported that the stent was damaged. A 2.50x16 synergy ii drug eluting stent and a 6f guidezilla ii guide extension catheter were selected for use. During the procedure, a guidewire was crossed and pre-dilation was performed at the chronic total occlusion lesion in the right coronary artery. Then, the physician tried to cross the synergy stent; however, it was noted that the device failed to cross. Consequently, the physician attempted to use the synergy stent in combination with the 6f guidezilla ii; however, it was still unable to cross. Furthermore, when the devices were removed from the patient's body to replace with a non bsc guide catheter, it was noted that the stent was lifted. The procedure was completed with another of the same stent and a non bsc catheter. There were no patient complications reported.